Event description:
It was reported that, during the initial implant of this right ventricular (rv) lead, the electrophysiologist observed the helix had come loose from the electrode and was stuck to the cardiac septum where it remains anchored. The procedure was completed with the successful implant of another rv lead. No additional adverse patient effects were reported. Lead return is expected.

Event description:
It was reported that, during the initial implant of this right ventricular (rv) lead, the electrophysiologist observed the helix had come loose from the electrode and was stuck to the cardiac septum where it remains anchored. The procedure was completed with the successful implant of another rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory mainly intact but missing a portion of the helix tip. The helix was retracted, and dried body fluid and tissue were noted in the helix housing, which is normal for active fixation leads. Electrical continuity testing passed, indicating lead conductors are intact. Visual inspection and high magnification microscopic analysis of the helix surface showed a fractured helix. Based on laboratory findings, investigation found the failure mechanism is consistent with torsional overload failure.